Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the output connector assembly of the external pulse generator (epg) was broken. It was further noted that the upper case was broken, one encoder o-ring was damaged and battery wires were pinched (not compromised). The encoder assembly was replaced as a preventative. All found defective parts were also replaced and all other identified issues were resolved. The firmware was updated and the epg passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had an atrial output connector port that was broken. The epg has been sent in for repair. There was no patient involvement.